Manufacturer narrative:
No button error alarm noted. Intermittent esc button due to corroded keypad trace. Cracked case at display window corners noted. Unit had battery tube threads cracked, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was floating in the pool with her insulin pump. The insulin pump had a crack near the esc key. Customer's blood glucose level was 174 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.